Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection confirmed the damage at the dilator tip. Functional evaluation of the sheath found the device unable to achieve and maintain deflection, as the steering knob could not be rotated. An attempt to evaluate the sheath and its native dilator's compatibility observed a smooth interface with minimal resistance. Inspection of the valve hub found excess adhesive present at the access site at the proximal end of the shaft. Inspection of the friction gasket confirmed the component was adhered to the shaft of the sheath and the distal surface of the screw, preventing the steering knob from rotating and engaging the deflection mechanism.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure a faradrive was selected for use. While the preparing the sheath on the back table, an issue was observed upon inserting the dilator. The tip of the dilator appeared deformed and unsafe for transeptal use. Therefore, the device was replaced. The procedure was completed without further complications. The device is expected to be retuned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure a faradrive was selected for use. While the preparing the sheath on the back table, an issue was observed upon inserting the dilator. The tip of the dilator appeared deformed and unsafe for transeptal use. Therefore, the device was replaced. The procedure was completed without further complications. The device is expected to be retuned for analysis.